Event description:
It was reported that the ventilator shut down with an audible alarm. It was being set-up for a patient when the reported problem occurred. No patient harm reported. The ventilator and battery had been outside in the night with temperatures of 35-40 degrees when the reported problem occurred. After the ventilator and battery were warmed up, it powered on without fault.